Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, broken plug strap, and missing plugs trap (0-25%). Leak test and microscopic analysis were performed which identified a puncture opening and sharp broken edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated punctured opening due to surgical damage-like consistent in the use of some surgical tools, a sharp broken edge on plug strap due to an unidentified (tear) opening, and missing shell assessed as inconclusive. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported right side "pain". Healthcare professional also reported "patient being explanted for breast implant illness including: fatigue, brain fog, not feeling the same, and hip pain"; these are not device related. Device has been explanted.